Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the bleeding did not stop after the use of a 6/7f mynx control vascular closure device (vcd). There was no reported patient injury. The device was used in a percutaneous transluminal angioplasty (pta) procedure. The instructions for use (IFU) were followed. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the bleeding did not stop after the use of a 6/7f mynx control vascular closure device (vcd). There was no reported patient injury. The device was used in a percutaneous transluminal angioplasty (pta) procedure. The instructions for use (IFU) were followed. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, a retracted, as expected per the activation of the deployment mechanism, condition was observed. A non-cordis catheter sheath introducer was returned inserted on the device. The balloon was retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. The event is a patient related event, which cannot be duplicated in the lab and can only be evaluated with procedural films. The device was received fully deployed with no abnormalities noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the tortuosity and calcification reported led to damage to the balloon material that led to its rupture. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.